Manufacturer narrative:
Device identifiers were requested, but not provided. According to the surgeon, the root cause of the device obstruction was described as follows: the prior trabeculectomy altered the nature of the iris, making it more fragile. The patient formed a shallow chamber after the trabeculectomy, making him more susceptible to iris obstruction. The post-ablation iop reduction confirms that the hydrus implant is in place and functioning properly. The tissue obstructing the microstent inlet caused the iop increase. Manufacturer reference #: (B)(4).

Event description:
The surgeon provided the following additional information to ivantis on december 16, 2019. Preoperative information: preoperatively, a male patient had moderate open angle glaucoma with a cataract and his iop was uncontrolled despite being on maximally tolerated medications. The patient had also undergone a trabeculectomy with implantation of the ex-press glaucoma filtration device. For the first 6 months following implantation of the ex-press shunt, the patient's iop was 8-10 mmhg; after which time there was a bleb failure and the iop increased to the upper 20's (medicated); bleb needling was performed on two occasions. Iop eventually increased to the lower 30's and there was visual field progression and corneal toxicity from topical medications. Prior to implantation of the hydrus microstent, the patient was on 3 topical iop-lowering topical medications and oral diamox.. Operative information: the hydrus microstent was implanted in combination with cataract surgery on (B)(6) 2018; surgery was uneventful. Postoperative information: as reported in the initial report, after hydrus implantation the patient achieved iop levels in the mid-teens and was able to discontinue all iop-lowering medications for approximately 3 months. Around (B)(6) 2019, the patient's iop suddenly increased to the low 30's and iris incarceration was observed at the microstent inlet. Nd:yag laser treatment was performed to ablate the tissue obstruction. The patient was examined on (B)(6) 2019 and the iop decreased from 30 mmhg (pre-ablation) to 17 mmhg (post-ablation). At this visit the patient was on one topical medication and bcva was 20/30. At last examination on (B)(6) 2019, the patient's iop was 17 mmhg on 2 topical medications and bcva was 20/30. The surgeon reports that both iop and vision had remained stable since the laser ablation and he expects this to continue.

Manufacturer narrative:
Device identifiers have been requested. The device remains implanted in the patient and is not available for testing. Microstent-iris touch, device malposition, device obstruction, and iop elevation are listed in the device labeling as potential adverse events. (B)(4).

Event description:
During review of an online video (migs unplugged), ivantis became aware of the following adverse event. The surgeon reports implanting a hydrus microstent in a patient who had prior implantation of the ex-press glaucoma filtration device (alcon). Following this surgery, the patient did not have good long-term intraocular pressure (iop) control and was experiencing worsening visual fields and other issues. A decision was made to place the hydrus in this patient in combination with cataract surgery. After hydrus implantation the patient achieved iop levels in the mid-teens and was able to discontinue all iop-lowering medications for 3 months. The patient's iop then suddenly increased to the low 30's (unmedicated). Upon examination, iris incarceration was observed at the microstent eyelet. Pilocarpine 4% was prescribed to reduce iop, but this was ineffective; therefore an nd:yag laser treatment was performed to remove the obstruction. One day following the yag treatment, iop decreased to the mid-teens again (unmedicated) and micro hyphema was observed. One week later the iop remained in the mid-teens (unmedicated). The surgeon believes his surgical technique may have predisposed the iris incarceration, describing the microstent as being implanted in a position where it was "almost resting on the iris". Additional information has been requested from the surgeon.